Manufacturer narrative:
Initial.

Event description:
It was reported that the user temporarily could not view blood glucose readings and that visibility returned during the call, consistent with a brief signal interruption between the dexcom g7 continuous glucose monitor (cgm) and the responsible device not identified. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. User support included troubleshooting and user education regarding transient signal loss. Investigation of this case revealed a transient communication issue consistent with known intermittent connectivity interruptions without device damage or malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external interference leading to temporary signal loss.